Manufacturer narrative:
The previously reported event under mrn 1526439-2025-00355 are no longer considered reportable at this time as there was no failure of the devices. No further follow-ups will be sent under mrn 1526439-2025-00355.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
The surgeon had difficulty tightening the expedium verse correction key during the spinal procedure. When the surgeon tried to tighten it, the instrument slipped, making it impossible to tighten the correction key. However, when the correction key was replaced with a new one, the surgeon had no issues and was able to tighten it successfully. The procedure was completed successfully with no delay or additional medical intervention needed. There was no adverse consequences to the patient post procedure.